Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-17247. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 15-dec-2025 against "lot number 6013328 and similar malfunction code(s): issues with the infusion set either prior to use, during use or upon removal. Only use if a specific malfunction cannot be determined and no description about failure type, component defect - malfunction code not on list., infusion set broken, damaged, or defective. Prior to use. (E.g., found a failure directly in the package) the review confirmed that lot 6013328 and the identified failure mode are not associated with any ncrs or corrective and preventive actions (CAPA)s of the same or similar nature. Similar complaints search - a query was run in the eqms on 15-dec-2025 against "lot number" criteria equal 6013328 and similar malfunction codes): issues with the infusion set either prior to use, during use or upon removal. Only use if a specific malfunction cannot be determined and no description about failure type, component defect - malfunction code not on list., infusion set broken, damaged, or defective. Prior to use. (E.g., found a failure directly in the package). The count of complaint is 1. The complaint number is (B)(4). Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review the lot 6013328 was manufactured according to the wi version 77 and manufactured in the inset 5 on 18/may/2025 with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5d01202 was manufactured according to the wi version 68 and manufactured in the machine sc09, on 17/may/2025, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5a00889 was manufactured according to the wi version 66 and manufactured in the machine sc02, on 12/jan/2025, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5e00703 was manufactured according to the wi version 68 and manufactured in the machine sc02, on 15/may/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013328 and related malfunction codes for issues with the infusion set either prior to use. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final (B)(4) - device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced issues with six infusion set cannulas due to high blood glucose (bg) events, which led to hospitalization on (B)(6) 2025. The patient remained hospitalized over a weekend. No further information available.